Event description:
Rn infection control at (B)(6) hospital reports that needles have been pulled from stock at the clinic due to plungers being flimsy, inability to tighten hub (loose) and needles breaking off in vials. No reports of pt injury. Manufacturer notified credit received for unused product.